Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8598a, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving prialt (20.0 mcg/ml at 2.475 mcg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported there was a catheter disconnection at the pump. A catheter access port (cap) contrast study and fluoroscopy was performed on (B)(6) 2016 as diagnostics and gave results of being unable to aspirate. It was noted the catheter appeared disconnected in the spinal segment. The patient complained of not feeling boluses. Interventions included a catheter revision that was scheduled on (B)(6) 2016. The event resulted in an unscheduled clinic or office visit. The event outcome was resolved without sequelae on (B)(6) 2016. The etiology of the event was noted as related to the device or therapy and unlikely related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information previously submitted under regulatory report number 3004209178-2017-09161 will now be submitted in this current regulatory report as the events were deemed the same.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving prialt at a concentration of 20 mcg/ml and a dose of 2.123 mcg/day via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was examined on (B)(6) 2016 and a soft non tender fluid collection was noted at the catheter incision site post catheter revision. It was indicated the event was possibly related to the device or therapy and unlikely related to the implant procedure. The patient was administered an abdominal binder and instructed to lay flat. The issue resolved without sequelae on (B)(6) 2016. Additional information received from a healthcare provider (hcp) via a clinical study reported the patient had seroma formation at the pump pocket site. Additional information received from a healthcare provider (hcp) via a clinical study indicated there was seroma/hygroma formation at the lumbar incision site. A catheter revision was performed on (B)(6) 2016. Additional information received from a healthcare provider (hcp) via a clinical study reported the patient's baseline weight was (B)(6). It was noted the catheter revision was related to a catheter disconnection between segments.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the device diagnosis was updated to disconnection between catheter segments.